Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Event description:
It was reported that patient had experienced overdose symptoms of nausea without vomiting and the healthcare provider (hcp) had reduced the infusion drug dose to 0.4 mg/day from an unknown dose. Two days later as of the date of this report patient went to the hospital complaining of nausea without vomiting. The ER (emergency room) hcp reprogrammed the pump and reduced dose to .031 mg/day (minimum rate) from 0.4 mg/day. Patient status at time of this report was indicated to be "alive - no injury/no adverse event." Drug delivered via the device was dilaudid. A follow-up report will be sent if additional information becomes available.